Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient called with no disposable alarm. Had her turn pump off/on. Pump displays run. Instructed her how to turn off pump if it happens again so she does not have to deal with it as she is driving to her clinic appt shortly. No patient injury was reported.